Manufacturer narrative:
Per tandem's user guide, "the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin with the t:slim pump. Humalog® and novolog® have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog® was tested for up to 48 hours as labeled, novolog® was tested for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge fill estimate remained static. Reportedly, the customer was using cartridge for 5 days. Customer¿s blood glucose was 83 mg/dl. Customer declined troubleshooting with tandem technical support.